Event description:
A dialysis facility reported that the patient c/o nausea and vomiting during a hemodialysis treatment and received a total of 1,450 ml. Of saline. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid loss variance of approximately 1.6 kg. There was no machine problem reported. The patient was discharged in stable condition.